Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a penetrating atherosclerotic ulcer (pau) with intra-mural haematoma (imh) in the thoracic aorta. The diameter of the proximal thoracic aorta was 37mm, the degree of angulation of the aortic arch was 100 and severe tortuosity was noted in the thoracic aorta. The patient had imh all the way to the left subclavian artery (lsa) but it was decided to land 30-40mm distally of the lsa to avoid landing the stent graft in torturous anatomy. It was reported that the patient presented emergently with a retrograde type b dissection proximal to the navion stent graft approximately three months later. An intervention procedure was carried out the following day. A non-mdt cuff was implanted and a subclavian bypass carried out to resolve the event. As per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.